Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the medfusion pump produced an occlusion/check clutch plunger error. There was no patient involvement.

Manufacturer narrative:
Other, other text: h10 device evaluation: one medfusion pump was returned for investigation in used condition. There was check clutch/plunger lever alarm in the event history log (ehl). The alarm was not replicated during an infusion test. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established.